Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2, device was running hot and blowing hot air. Patient unplugged the device to cool down. When he plugged it back in the led display would not work, and saw smoke. The device was not returned. If additional information is received a follow up report will be submitted.